Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15617. It was reported that patient had a fall and their lead had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Note: it is unknown which lead migrated so both are being reported.

Manufacturer narrative:
A patient's lead migrated after a fall was reported to abbott. As a result, the lead was explanted and replaced to address the issue. It is unknown which lead migrated so both are being reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.